Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that implant of a leadless implantable pulse generator (ipg) was attempted, but unsuccessful due to the inability to advance the introducer over a "very stiff" competitor guidewire. The introducer was attempted at both right and left femoral veins, and could not be advanced past the patient's pelvis. Tortuous venous course was noted, and the physician determined that there must be an obstruction. The introducer was removed and patient was implanted with a traditional transvenous system. Pressure was applied to both femoral access areas. Upon waking, the patient was active and began bleeding from both femoral access areas. Pressure was re-applied for twenty-five minutes, however the bleeding continued. The patient required blood transfusion due to the blood loss; patient was re-intubated and figure eight sutures were fashioned at the access sites. The patient was hypertensive, but their blood pressure began to improve. No further patient complications have been reported as a result of this event.